Event description:
The customer reported that when the sys was being lowered by the user, a c-arm cable was also lowered in a way in which it came in contact with the foot pedal, accidentally pressing the foot pedal and emitting unintended x-ray. There were unshielded persons in the vicinity when the unintended exposure was released. There is no report of pt injury associated with the event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. This was a case of operator error. The system was operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.